Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and low blood glucose was started 5/12/24, customer was does not recall value but state it was below 50. The customer reported symptoms like hypoglycemia and insulin pump was cracked. The event involved product(s) mmt-378a, mmt-1884l, mmt-332a, mmt-7040a. The customer does not feel ok to troubleshoot. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-378a. The customer will discontinue to use the device and the mmt-1884l was requested and the device was returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 1 bolus delivery on the event date of (B)(6) 2024 at 21:38:03.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer's complaint for low bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.